Manufacturer narrative:
Additional information received: previously reported revascularization involved treatment with 4 drug eluting balloons and 2 stents. The patient experienced chronic venous insufficiency approximately 40 months post implant of the protege everflex stent. The patient underwent left limb revascularization approximately 8 days later with pta and stent. The patient was treated by poba to sfa, pop, peroneal arteries. The event is reported to be resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
This patient was part of (B)(6) in (B)(6) 2013. The index procedure for this study was performed on (B)(6) 2013. The target lesion was located in the proximal, middle, distal sfa, and popliteal segments 1, 2, and 3. Stenosis was 100%, 380mm long. During the index procedure in-stent restenosis (isr) was observed within a protege everflex 6x80 stent that was previously deployed (B)(6) 2012. No fracture was reported, and the pattern of isr was occlusive. The isr was successfully treated during the inpact global procedure on (B)(6) 2013 with the inpact admiral balloon(s). 0% stenosis remained of the entire 400mm treated length (including the stent). No issues were noted at the 30 day, 6, 12, and 24 month follow up. The patient's rutherford assessment was asymptomatic. On (B)(6) 2016 the patient was admitted into the hospital for lower limb paint after a wheelchair rolled over her foot. At this time, doppler of the left lower limb was performed noting left lower limb ischemia. The scan showed a long segment of occlusion. Medication was administered and the patient was hospitalized for 3 days. At the 36 month follow up on (B)(6) 2016 doppler ultra sound (dus) was performed as standard of care. At this time the rutherford assessment of the target limb was 4 (ischemic rest pain). Target lesion revascularization (tlr) was performed on the target lesion (B)(6) 2016. Stenosis was 100% and 400mm long. The lesion was treated with 3 drug eluting balloons (non covidien/medtronic) and 2 stents (non covidien/medtronic). Post procedure there was 0% stenosis remaining.

Manufacturer narrative:
Additional information received: it is reported that the patient expired approximately 48.5 months post implant of the protege everflex stent due to pneumonia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.